Event description:
A talent stent graft system was implanted in the patient for the endovascular treatment of a 75 mm abdominal aortic aneurysm. It was reported that a CT revealed a proximal type I endoleak. The proximal aortic neck now measured between 28 mm and 29 mm in diameter. The physician elected to implant six aptus endoanchors at the top of the talent stent graft on the right lateral wall. After implanting the endoanchors, an angiogram revealed that the proximal type I endoleak was still present. The physician then elected to implant an endurant aortic cuff. However, after ballooning, an angiogram revealed that the proximal type I endoleak was still present. The physician elected to complete the procedure with the endoleak still present. Per the physician, the cause of the event was due to the patient anatomy of a dilated proximal neck. No additional sequelae were reported and the patient is being monitored by the physician..

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.